Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other device used: catalog #00598802012, nexgen offset stem, lot #unk catalog unk#, unk nexgen rhk screw driver, unk #lot this report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee arthroplasty was revised due to serious metallosis at the cone coupling between the femoral component and attached shaft, which had led to an extensive destruction of the femoral condyle. During the revision, the bolt of the hinge knee components would not come loose, despite the utmost effort.

Manufacturer narrative:
Other device used: catalog #00588102600, nexgen rhk screw driver, unk #lot. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A photograph from the revision surgery confirms the metallosis around the femoral component. Another photograph of the explanted femoral components shows that the stem extension was separated from the femoral component; however, the photograph cannot confirm when the disassociation occurred. Regarding the difficulty disconnecting components during surgery, the photograph shows that the hinge post extension was not removed from the hinge post during the revision. The nexgen rhk surgical technique provides instructions to use the 4.5mm hex head screwdriver with the rh knee deflection beam torque wrench to apply 130 in-lbs of torque to secure the hinge post extension. Per the rhk articular surface and service kit risk analysis, hinge post extension over-torquing can cause the hinge post extension to seize on the hinge post. For servicing the hinge of a well fixed rhk, appendix g in the nexgen rhk surgical technique provides instructions for removing the currently implanted hinge pin and components, which involves using a condylar trephine guide to remove the hinge post. Regarding the revision, surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen rhk package insert available at the time of the initial surgery, loosening or fracture/damage of the prosthetic knee components is a known risk of this surgery. The nexgen rhk surgical technique provides the following instructions for attaching the stem extension to the femoral component: ¿while protecting the stem extension, seat it by striking it solidly one time with a two-pound mallet (caution: hitting the stem more than once may loosen the taper connection). Using the femoral set screw hex driver, apply moderate torque to tighten each of the two set screws located in the base of the femoral component.¿ it appears that the metallosis was caused by the disassociation of the stem extension and femoral component; however, a definitive root cause of the disassociation cannot be determined with the information provided.